Event description:
The ge oec 8800 fluoroscopy system had a vertical lift column that failed. It was also reported that the x-ray exposure switch on the mainframe doghouse would occasionally stick or not function properly.

Manufacturer narrative:
A ge oec service representative investigated the issue and replaced ps3 power supply to repair the malfunction. Additionally, the x-ray switch on the mainframe doghouse was also replaced to repair that reported malfunction. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.